Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's electrode was missing. The customer's blood glucose was 2.1 mmol/l at the time of incident. The customer stated that the transmitter was not blinking when it's connected to the sensor. The customer was explained that the transmitter was warming up. The customer stated that they were not sure about the low blood glucose but they have eaten and would monitor the issue. The sensor will not be returned for analysis.